Manufacturer narrative:
(B)(4). The recipient is reportedly doing fine and the new device has been activated. Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device is lost and will not be returned to the company for analysis. A review of the device history record noted no rework. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient's electrode array was reportedly accidentally removed from the cochlea. The recipient underwent revision surgery to reinsert the electrode, however, the implant was exposed, therefore, the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.